Event description:
Boston scientific received information that the patient with this system presented to the emergency room (ER) with respiratory troubles. The patient was intubated. During the patient's time in the emergency room, telemetry strips recorded the patient's heart rate in the forties. Technical services reviewed the telemetry strips and determined that it was likely the device was oversensing external noise which was resulting in pacing inhibition. When the local boston scientific field representative (fr) interrogated the device, device diagnostics were normal. The fr reported that the patient would likely be hospitalized for an undetermined amount of time due to other medical issues. A request for additional information has been made. There were no additional adverse patient effects reported. The system remains in service. Despite the event description, the device has been returned for analysis. An explant date was not provided.